Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: unspecified please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the hospital due to low blood glucose levels while wearing the pod for an unspecified period. No blood glucose readings nor other symptoms were reported. The caregiver did not mention the method of treatment while in the hospital. It was reported that the patient was using the pod, however the caregiver could not confirm whether the pod was being used to deliver insulin. The patient was not present at the time of call. Additional attempts to obtain event details were unsuccessful.